Event description:
Additional information was received on 5/22/2025: this issue was identified during a meniscus repair procedure, and the case proceeded without delay.

Manufacturer narrative:
Additional information: b5, h3, h6.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is confirmed. One unpackaged ar-3638, knotless fibertak¿, batch 15320752, was received for investigation. Visual inspection revealed that the suture system was disassembled from the device. Additionally, the sutures appeared frayed and damaged, which is likely contributory to the reported complaint. Functional testing was performed, and the device was reassembled with no problems found. The most likely cause is attributed to misuse due to misaligned insertion and prying/leveraging the device during use.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 4/30/2025, it was reported by an arthrex subsidiary employee via email that an ar-3638 knotless fibertak anchor did not detach from the shaft during insertion. The case was completed using another ar-3638 knotless fibertak. This was discovered during a procedure on (B)(6) 2025. Additional information was requested on 5/21/2025.